Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty. He cleaned the brake assembly to repair the bed.

Event description:
Info rec'd indicates the bed is slowly drifting down.